Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer indicated via phone call that their child has had fluctuating high and low blood glucose and sensor glucose. Customer indicated that child had a sensor glucose level of 54 and a blood glucose of 183 mg/dl and later on in the day, the blood glucose went to 150 mg/dl and the sensor glucose was at 350 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion and site issues may impact sensor performance. Customer was advised that the sensors would be replaced but declined to return the product for analysis.